Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed gel packs, juice and granola bars to address bg. Reportedly, the customer lost consciousness and required assistance, customer was given glucose tablets by a family member. Customer updated their pump settings to address the event.